Event description:
The customer reported erroneous accu tni (troponin I) results were obtained for three pts when using unicel dxc 600i synchron access clinical system. All results were negative or in the risk stratification range. The erroneous test results were not reported out of the laboratory. The samples were repeated on another instrument and resulted in higher values (considered correct by customer). No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Samples are lithium heparin without gel and stat spin centrifuged for 5 minutes. Controls were run before the incident and recovered within range. System checks performed were within specifications. Service was declined by the customer. A follow up was made by beckman coulter inc. The following day of the event and the customer states they have had no further issues. No root cause has been determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.